Event description:
Underwent surgery on breasts 6/28, surgeon used exofin skin glue to close incision sites. I experienced severe itching, on evening of (B)(6) 2021 but assumed it was due to healing processes. Monday, (B)(6) I removed all surgical bandages/ tape/drains and saw several pustules dotting the areas where the skin glue was placed, along with contact dermatitis, redness, inflammation and swelling. I went to the surgeon today, (B)(6) 2021 and he noted the allergy and removed all of the exofin and also noted the healing had been impeded by the glue.